Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of two separate 5.1 cm abdominal aortic aneurysms in series. The aortic neck was 21.2 mm in diameter below the renal arteries and had an angulation of 35-40 degrees. Vessel morphology was reported as moderate tortuosity and calcification. The distal aortic bifurcation was also tight, as the vessels were 12-14 mm in diameter. There was a kink evident in the contralateral limb, and the physician elected to place a stent from another manufacturer in the contralateral limb. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: kink. Small distal aortic bifurcation. Conclusions: small distal aortic bifurcation.